Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Reportedly, the customer forgot to take the pump off and had the basal settings on while being on a walk. Glucose tablets were consumed to treat the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.